Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device did not meet the perceived longevity estimates and is suspect of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the device had normal battery depletion and that there was an alert for low battery voltage - recommended replacement time (rrt). It was noted that there was a small dent on the lower back edge of the can and a small dent on the upper back edge or the can. Performance data was also collected from the device and revealed that the time of rrt in the save to disk on (B)(4) 2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows min battery equaling 2.64 to 2.62 volts between (B)(4) 2012. There were two low battery voltage alerts (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.